Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported there was irritation of the tissue at the incision of the electrode tip as well as an erosion of the electrode tip. The patient confirmed that the incision had not healed fully since the implant. The electrode was explanted and a new lead was placed. The electrode was given to the patient and thus will not be returned. No additional adverse patient effects were reported.